Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with a premature battery depletion. A technical service (ts) consultant reviewed the device disk analysis, and confirmed an increase in power consumption over the last year. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. The boston scientific representative confirmed this device remains implanted. The physician is monitoring the patient closely. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with a premature battery depletion. A technical service (ts) consultant reviewed the device disk analysis, and confirmed an increase in power consumption over the last year. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. The boston scientific representative confirmed this device remains implanted. The physician is monitoring the patient closely. No adverse patient effects were reported.